Event description:
Ablation procedure was complete, there was no pt injury nor any change in the plan of care.

Event description:
During maze ablation procedure after 12th use of the flex 10 probe the probe started to smoke. There was a pea size dark brown circle on probe where smoke appeared. One complete cycle of #1 thru #10 then repeat of #1 x2. Record of temp reached 65 degrees centigrade during repeat of #1.